Event description:
During service testing, the baxter reapir technician reported a lithium battery low alarm. The hosp rep stated that there have been no rpeorts of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
The reported condition of low battery alarm was confirmed. The batteries were replaced and tested accordingly.